Event description:
The physician intended to deploy a resolute integrity 3.00 x 34 mm drug eluting stent. The device was removed from its packaging and inspected with no issues noted. It was reported that the stent was deformed during positioning. No patient complications were reported. Device evaluation: the hypotube was kinked approx. 3.5cm, 33cm and 55cm distal to the end of the strain relief. The distal tip was flared . The stent was positioned correctly on the balloon between the inner shaft markers as per specification requirements. Multiple struts from the 11th, 17th and 27th proximal stent segments were deformed.

Manufacturer narrative:
Evaluation results: (root cause cannot be determined). Inherent risk of procedure (failure to deliver stent and stent deformation) deformation. Evaluation conclusion: known inherent risk of procedure (failure to deliver stent and stent deformation). (Root cause cannot be determined). (B)(4).